Manufacturer narrative:
Occupation: other, senior counsel, litigation please note that the exact event date is unknown and the event date is the complaint awareness date. As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilt, and perforation. The patient reported becoming aware of the events approximately fourteen years and six months post implant. The patient also reported mental anguish and fear related to the filter. According to the medical records, the patient had a history of asthma, deep vein thrombosis, hemangiomas (liver lesions), cardiac ischemia, right axillary lipomectomy, peri pelvic cysts right kidney and left lower lobe infiltrate. The day before the index procedure the patient presented to the emergency department with chest pain and was diagnosed with saddle pulmonary embolism. A bilateral duplex venous ultrasound was performed and showed occlusive deep venous thrombosis of the right superficial femoral and popliteal veins and possible non-occlusive thrombus in the common femoral vein. The filter was placed via the right internal jugular vein and deployed with the tip at the l2 level. The patient tolerated the procedure well and there were no complications. Approximately fourteen years and six months post implant, a computerized tomography (CT) scan was performed for indication of abdominal injury. The results of the scan noted that an inferior vena cava (ivc) filter is in place. An additional review of the CT images was performed approximately two months later and focused solely on the filter. The review noted that the filter is tilting with the apex against the wall, 3mm aortic and vertebral and 5 mm mesenteric perforation and a fractured posterior strut. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and ivc and organ perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, tilt, and perforation. Information received per the medical records indicate that the patient has a history of asthma, deep vein thrombosis, hemangiomas (liver lesions), cardiac ischemia, right axillary lipomectomy, peri pelvic cysts right kidney and left lower lobe infiltrate. The day before the index procedure the patient presented to the emergency department with chest pain and was diagnosed with saddle pulmonary embolism. A bilateral duplex venous ultrasound was performed and showed occlusive deep venous thrombosis of the right superficial femoral and popliteal veins and possible non-occlusive thrombus in the common femoral vein. The filter was placed via the right internal jugular vein and deployed with the tip at the l2 level. The patient tolerated the procedure well and there were no complications. Approximately fourteen years and six months post implant, a computerized tomography (CT) scan was performed for indication of abdominal injury. The results of the scan noted that an inferior vena cava (ivc) filter is in place and degenerative disc disease at l5/s1. An additional review of the CT images was performed approximately two months later and focused solely on the filter. The review noted that the filter is tilting with the apex against the wall, 3mm aortic and vertebral and 5 mm mesenteric perforation and a fractured posterior strut. Information received per the patient profile form (ppf) states that the patient experienced of fracture, perforation of filter struts (s) outside the inferior vena cava (ivc) and tilt. The patient became aware of the reported events approximately fourteen years and six months after the index procedure. The patient also reported mental anguish, fear related to the filter.